Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose levels at the time of the incident. The customer experienced symptoms such as falling. When the customer fell, part of the pump got damaged around the reservoir compartment. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit had no button response on the esc, act, up arrow and down arrow buttons due to flatten dome switches (no crease). Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test due to no button response. During visual inspection, the keypad connector on the lcd/b was found locked properly. Unit had completely broken off reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube window.